Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported allegation was not confirmed. No device abnormalities were identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the insufflator alarmed when powered on. There was no delay reported. The patient was not under sedation/anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.